Event description:
Essure implanted (B)(6) 2013 since then chronic pelvic pain, heavy bleeding, non stop bleeding for 4 months, painful intercourse, hair loss, rashes, weight gain, depression, hot flashes, night sweats, insomnia, confirmed diagnosis of endometriosis.